Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported in a pt's clinical notes from his neurologist that on (B)(6) 2011, a high impedance was detected. Settings on this date were 2 ma/20 hz/250 microsec/30 sec/1.1 min and 2.25 ma/60 sec/500 microsec. Both normal mode and system diagnostics resulted in dcdc=7, high impedance, and end-of-service (eos) = no. Chest xrays were taken by the physician, but he declined to send them to the MFR for review, although he stated they did not show a lead break. No trauma was reported. The pt underwent a full revision and the explanted products were returned to the MFR for analysis. However, the analysis has not been completed to date.